Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Device not returned.

Event description:
It was reported that during a bypass procedure, the stapler failed, not locking to hold the tissue before stapling. The stapler left a small metal cylinder. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Would the jaws of the device not close in order to fire? Was the metal cylinder that was observed from the cartridge or the device? On which firing(s) did this event occur (1st, 2nd, 8th, etc.)? What color cartridge was being used?